Event description:
During a da vinci-assisted adrenalectomy procedure, bleeding occurred while mobilizing the perineal tissue, leading to a conversion to an open surgical approach. The source of the bleeding, whether from a specific tissue or vessel during the perirenal ablation, remains unidentified. Details regarding any interventions performed to manage the bleeding, the method of resolution, and the estimated blood loss are not available. Although a transfusion was administered to the patient, the number of units transfused is unknown. The cause of this event has not been determined; however, the procedure was completed and the patient's status is unknown.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.